Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out it was noted that the atrial lead was fractured. The lead was capped.